Manufacturer narrative:
Event date - (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a one-link non-dehp microbore catheter extension set. This occurred during CT scan. There was enough contrast delivered to complete the CT scan successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.